Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for locator mechanical damage as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/ failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. During setting up the angio-seal device for hemostasis after evt, the locator was kinked when the locator attempted to be inserted into the insertion sheath. The device was not used and was replaced with another angio-seal device to continue the procedure. Subsequently, hemostasis was successfully achieved with the second device. The blood loss was less than 250cc. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm. No equipment or other devices were used with the angio-seal.